Manufacturer narrative:
Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products.

Event description:
According to the received information, the patient was injected on (B)(6) 2021 in the nasolabial folds, oral commissures and chin with a rha 4 product. The patient complained of a nodule in the chin and received 5 mg of tack as treatment on (B)(6) 2021 . On (B)(6) 2021 a biopsy was performed and a granulomatous dermatitis has been diagnosed. This case has been assessed reportable at this stage. The injector stated that hyaluronidase was injected, without specifying the date. According to the latest received information, on (B)(6) 2021 the patient was feeling much better and the granuloma was recovering.